Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: both photos and the physical sample were provided to our quality team for investigation. Through visual inspection of the sample, the injector needle was exposed, verifying the reported incident. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. As the lot number involved in this incident is unknown, a device history review cannot be performed. It is important to grip the white injector components when engaging/ disengaging; do not grip the blue safety sleeve. If the safety sleeve grips become dislocated, the injector is activated causing needle exposure. To prevent damage to the handles of the safety sleeve, the injector must be removed by pulling it backwards and must not be forcefully engaged. Based on the available information and sample evaluation, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during connection/disconnection of the device, not properly pressing the injector down before rotating to engage the injector with the mating device. The instructions for use must be carefully followed when using phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends. See manufacturer narrative.

Event description:
The injector needle is exposed. To prepare endoxan, a protector is attached to the vial. An injector was inserted into it to aspirate the drug, and when the injector was removed, the needle was exposed.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0413 - material separation.

Event description:
The injector needle is exposed. To prepare endoxan, a protector is attached to the vial. An injector was inserted into it to aspirate the drug, and when the injector was removed, the needle was exposed.